Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit 50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Ipg sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and operational tests performed. No anomalies were found. The source of the complaint could not be determined. Lead sc-2316-50 (sn (B)(4)) the lead had a fractured proximal end right at the retention sleeve. The cable was exposed at the proximal site. There was no report regarding impedance anomalies. Lead sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead passed visual tests performed. The lead had two fractured cables at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark, but no cables were exposed. There was no report regarding impedance anomalies. Splitter sc-3400-30 (sn (B)(4))device evaluation indicated that the splitters passed visual, photographic and electrical tests performed. No anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The physician did not suspect malfunction.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The physician did not suspect malfunction.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The physician did not suspect malfunction.